Event description:
It was reported that the customer had high blood glucose but not hospitalized. The customer's blood glucose level was 400 mg/dl. The customer also reported of no delivery alarm on the insulin pump. The customer removed battery from insulin pump and left insulin pump without battery. The customer was advised to insert new battery and turn on the insulin pump. The troubleshooting was performed. The customer insulin pump work as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.